Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, h.3, h.6. Device evaluation: the device related to the reported event of deflation received on august 11, 2022 with lot number 3162980. Visual analysis of the returned device identified: opening and crease flat. Leak test was performed and found opening on anterior . A microscopic analysis was performed which identify sharp opening on valve bond edge, under plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: -a opening sharp on valve bond edge, under plug strap side assessed as unidentified (tear) opening.

Event description:
Device has been explanted and replaced.